Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening dyspnea. It was also reported that the leadless implantable pulse generator (ipg)exhibited no capture and elevated thresholds. Further actions or treatment planned, and the ipg remains in use. Subsequently, the issue was resolved. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the leadless ipg was permanently programmed off, and a new device was implanted.